Manufacturer narrative:
Concomitant medical devices: a2dr01 ipg implanted: (B)(6) 2016.

Event description:
It was reported the patient presented with a pocket infection approximately two months post implant of the implantable pulse generator (ipg) and absorbable antibacterial envelope. Wound and blood cultures were positive for klebsiella pneumonia. A pocket revision was performed and the patient treated with intravenous antibiotics. The device remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.